Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope's images are not displayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The additional evaluation findings are as follows: due to a dent on the insertion pipe, water tightness is lost, due to a pinhole on the universal cord, water tightness is lost, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, switch (#1) was damaged, due to wear of angle wire, bending angle in the "up" direction does not meet standard value, due to damage on the forceps elevator lever, bending section cannot be firmly fixed, the objective lens was slipping down, due to looseness of the insertion pipe, connection between insertion pipe and control unit was not secured, the video connector case had a scratch, the video connector had a scratch and crack, the light guide connector had a scratch, the light guide cover glass had a scratch, the video cable had a scratch, the "up/down" plate had a scratch, the grip had a scratch, and the "right/left" plate had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.